Event description:
The customer called technical support stating a forcefxc with a covidien pencil was being used with another co's electrode. They reported that the electrode was not completely seated into the covidien pencil. The pt was burned on the lip.

Manufacturer narrative:
Date of initial report: 05/22/2009. The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.